Manufacturer narrative:
The device remains implanted and in service. No further information has been received at this time. Should further information be provided, this report will be updated.

Event description:
It was reported during on going use, the device was showing premature battery depletion. An analysis of the battery's longevity is being evaluated. At this time, no additional information has been received. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during on going use, the device was showing premature battery depletion. Technical services reviewed the disk analysis, and were able to confirm the premature depletion. The device was explanted and replaced. No adverse effects to the patient were reported.